Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) cartridge chemistry (cc) sample probe was slowly dripping when the instrument was running. Customer reported that the dxc 800 did not drip when the instrument was in standby mode. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cartridge chemistry sample probe was not secured to the bottom of the level sense bead. The fse removed and replaced the level sense assembly.

Manufacturer narrative:
(B)(4).